Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2018 wherein the ipg was repositioned from gluteal to abdomen which resolved the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(4) the patient experienced pain due to the position of the ipg as it was hitting gluteal muscles. Surgical intervention may be taken at a later date to address the issue. Implant date for concomitant medical devices is unknown. Additional concomitant medical products: model 3386, scs extension; model 3286; scs lead.